Event description:
It was reported that the patient was unable to adjust stimulation. It was recommended to charge the implantable neurostimulator (ins) but the patient stated they were not trained on the recharger and were unsure if the wound was healed. The call was ended because the patient was talking to the manufacturer¿s representative (rep) at the time of the report. Additional information received later reported the patient got an infection after implant and they were on antibiotics. The patient went to the healthcare provider (hcp) the day prior to check the status of the site. A coupling problem was reported. The paten had trouble with recharging the implant. First, because it was infected. At the time of the report, the patient would get coupling but lost them with they moved. It was confirmed at the time of the report that the patient got 6-8 boxes but then lost them. The patient tried the antenna locate (la) and they got coupling, only to lose them. Information regarding the infection and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns with their device or therapy but had not sought further help. The patient couldn't charge the unit. When charged, the modulation was in the wrong area of their body. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant product/(s): product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n477016, implanted: (B)(6) 2015, product type: accessory. (B)(4).